Event description:
A surgeon reported that a pt underwent implantation of an intraocular lens (iol). The lens was exchanged at a later date because the surgeon noted the iol was cracked. He stated the crack was not noticed during the initial implantation because visibility of the lens was impaired due to a torn capsular bag. The incision was widened during the iol exchange.